Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa). The 6x150 mm absolute pro self expanding stent system (sess) deployed 4-5 cm of the stent but it was not possible to deploy the rest of the stent as the thumbwheel had resistance after 7 cm was deployed. Then the thumbwheel was free spinning and the delivery system was able to be pulled back while the stent was deployed partially stretched yet a portion is still in the target lesion. The delivery system was removed and an additional stent was implanted in order to treat the stretched stent. The 6x60 mm absolute pro was not inserted into the anatomy and was opened and flowered when the stylet was removed and was reportedly not used. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking-thumbwheel was unable to be confirmed; however the stent sheath would not retract. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported stretched-stent was unable to be replicated in a testing environment as the stent was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulting in the noted multiple stent sheath kinks preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking-thumbwheel and the reported difficult or delayed activation. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted smashed handle axle pins contributing to the reported difficulties. As reported, during pullback of the delivery system the stent was able to be deployed partially stretched. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.